Event description:
After having a depuy pinnacle sector ii, a metal on metal hip replacement implant, I had pain and discomfort in my hip and lower back. A year and a half after, I find walking to be labored, sitting on surfaces less than 20 inches high means I will have trouble sitting in for long, and trouble getting out of the seat. To the point I was being dropped from classes at (B)(6) community college due to lack of attendance in fact they - (B)(6) would not or did not handle my seating demands and the a.m classes would lead to threshold pain and discomfort where as I could not make it to the p.m classes. At which point I tried to contact the attending or operation doctor (dr (B)(6)) at which point I told him of the declines and he was like, well you should come in and see me. I told him I lost my insurance in (B)(6) 2009 when for no reason other than the doctor's post care was over, and I had a metal hip, he told me that (B)(6) had or has a plan b type thing so as to given extended care, to date still have not heard back from, or been able to get a hold of - I now find myself with no way of seeking fast resolution/classes action, way slow/social security way slow/others - not really giving a care for what is causing the metal poisoning which is what I believe I am suffering from and having this thing trapped inside of me.